Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported unexplained high blood glucose for the past two days. The customer's most recent glucose reading was 429 mg/dl and treated with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump did not pass the test twice. No further information was provided.